Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high impedance was noted on the svc coil. The physician opted to program off the svc vector.